Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Patient 1 initial result was 199 mmol/l. The repeat was 270 mmol/l. The repeat result from a different c501 module was 139 mmol/l. Patient 2 initial result was 155 mmol/l. The repeat was 205 mmol/l. The repeat result from a different c501 module was 133 mmol/l. Patient 3 initial result was 189 mmol/l. The repeat from a different c501 module was 136 mmol/l. The questionable results were not reported outside of the laboratory. The customer repeated the samples due to the high results. The na electrode lot number was e61 with an expiration date of 23-sep-2023.

Manufacturer narrative:
The field service engineer (fse) found a piece of kimwipe stuck in the vacuum nozzle of the rinse mechanism causing it to overflow into other cells. The fse removed the piece of kimwipe and verified the cells were no longer overflowing. The customer ran calibration and qc with acceptable results. The service maintenance actions resolved the issue.